Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four. The home patient (hp) was connected at the time of the alarm. The hp reported that they found nothing unusual with the supplies that could have caused or contributed to the reported alarm. The hp ended up disconnecting and ending the therapy for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.